Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site and evaluated the system. The pleora box was suspected to be at fault. The suspect pleora box was returned for medtronic's evaluation. Evaluation failed to confirm deficiency on the returned box, and it tested to be fully functional. A replacement pleora box was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a spinal fusion case, the imaging system would not transfer images to the mobile view station. Despite multiple attempts, the issue persisted. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and completed the procedure using a c-arm, with no impact on patient outcome.